Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary - according to the information provided, it was reported that during the labral repair surgery, when insert the anchor, the anchor was broken off into two pieces as the photo shows. The complaint device was received and evaluated. Visual observations reveals that the device was completely assembled; also, the suture card is still in the place. The proximal part of the anchor was cracked and held in place by the suture. The distal tip of the device showed tissue debris. This complaint can be confirmed. The photo provided by the customer revealed the same findings during the visual inspection. The possible root cause for the issue experienced can be associated with the off -axis insertion, the use of the levering during the insertion which have caused break. However, it cannot be conclusively affirmed. A manufacturing record evaluation was performed for the finished device lot number:4l88395, and no non-conformances were identified.  At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate in (B)(6) that during the labral repair surgery, the anchor broke into two pieces upon insertion. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.